Event description:
Same case as MDR ID # 2134265-2014-00091 and 2134265-2014-00092. It was reported that automatic pullback failure occurred. During preparation outside the body, it was reported that the motor drive unit (mdu) was not pulling back. It was also reported that there was no image displayed from the procedure room and the system was not archiving to pacs. The procedure was completed with another mdu . No patient injury or complications reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Update: device available for evaluation, returned to manufacturer on, device returned to manufacturer, device evaluated by manufacturer, evaluation summary attached, method codes, result codes and conclusion codes. Device evaluated by manufacturer: the products were received in good condition with no visible damage observed. The acquisition pc, table side controller and mdu 5 were installed into a gold system and were able to boot to the ilab application. All units were able to perform its own functionality. The acquisition pc was able to connect with the pacs server and with the ilab system. Verify that the ilab system sample files could be archive through the nsd to the pacs server. The table side controller was able to be identified and verify that all buttons and the "directional stick" were working properly. And lastly, the mdu 5 was able to perform pullback on both .5mm and 1.0 mm speed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Same case as MDR ID # 2134265-2014-00091 and 2134265-2014-00092. It was reported that automatic pullback failure occurred. During preparation outside the body, it was reported that the motor drive unit (mdu) was not pulling back. It was also reported that there was no image displayed from the procedure room and the system was not archiving to pacs. The procedure was completed with another mdu . No patient injury or complications reported.